Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's right arm was "out of control" on (B)(6) 2016 so stimulation was turned off. It was reported that the consumer attempted to reduce stimulation to 0 volts, but received a 'lower limit reached' screen. Follow-up revealed that the issue was resolved through reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.